Event description:
It was reported to philips that the power supply failed during an in-house transport. Another device was utilized and the transport continued. There was no reported adverse patient impact.